Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue; moisture in the battery compartment. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction can result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.

Manufacturer narrative:
Follow-up #1: date of submission 11-apr-2018. Device evaluation: the device has been returned and evaluated by product analysis on 02-apr-2018 with the following findings: during investigation, there was moisture observed in battery compartment. Cracked battery compartment from threads to case seal left of grip pad. Leak test failed due to battery compartment leak. Opened pump, no moisture observed.